Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. On (B)(6) 2023, the patient experienced inaccurate cgm values five days after the sensor was inserted in the arm. The patient experienced night sweats and seizures on the bathroom floor, during that time the patient´s wife was not aware of the inaccuracy. The wife found him on the floor and treated him with a glucose shot in the leg. But the treatment did not help so she called 911. The paramedics treated the patient with IV glucose, oatmeal, and orange juice. The paramedics took the patient´s body temperature and it was 91 degrees (fahrenheit). They took him to the hospital, and a nurse took the measurements, and the cgm was reading 89 mg/dl and the blood glucose reading was 52 mg/dl. They took multiple readings: the cgm was reading 122 mg/dl and the blood glucose reading was 62 mg/dl; the cgm was reading 312 mg/dl and the blood glucose reading was 254 mg/dl. The patient was admitted to the hospital and the doctor told the wife that the patient may have overdose with insulin based on the cgm. During the hospitalization, the patient has been treated with food and insulin as per normal diabetes management. The patient recovered and was discharged on (B)(6) 2023. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the a, b and c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. On (B)(6)2023, the patient experienced inaccurate cgm values five days after the sensor was inserted in the arm. The patient experienced night sweats and seizures on the bathroom floor, during that time the patient´s wife was not aware of the inaccuracy. The wife found him on the floor and treated him with a glucose shot in the leg. But the treatment did not help so she called 911. The paramedics treated the patient with IV glucose, oatmeal, and orange juice. The paramedics took the patient´s body temperature and it was 91 degrees (fahrenheit). They took him to the hospital, and a nurse took the measurements, and the cgm was reading 89 mg/dl and the blood glucose reading was 52 mg/dl. They took multiple readings: the cgm was reading 122 mg/dl and the blood glucose reading was 62 mg/dl; the cgm was reading 312 mg/dl and the blood glucose reading was 254 mg/dl and the cgm was reading 182 mg/dl and the blood glucose reading was 109 mg/dl. The patient was admitted to the hospital and the doctor told the wife that the patient may have overdose with insulin based on the cgm. During the hospitalization, the patient has been treated with food and insulin as per normal diabetes management. The patient recovered and was discharged on (B)(6)2023. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the a, b and c zone of the parkes error grid. No additional patient or event information is available.